Manufacturer narrative:
"Describe event of problem: should read "caller alleges the pump switched off without an e2 message."

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump switched off with an e2 (battery depleted) message. No adverse event reported. Requested return of the alleged device for evaluation.